Manufacturer narrative:
(B)(4). Product surveillance contacted the home patient (hp) regarding the reported problem. The hp stated they were able to resume with therapy by starting with new supplies. No defects were noted at the time and there were no samples or lot number to provide. The hp is resuming therapy on the cycler. There was no medical intervention or patient injury.

Event description:
A home patient (hp) contacted global technical services regarding a check lines and bag alarm that occurred on the homechoice unit during set up. The hp stated she was not connected and changed out one of the bags during the setup. The technical service representative advised the hp to restart the setup with all new supplies due to a possible compromise of sterility. The hp stated that she did not want to restart the setup with new supplies and would just turn off the machine. No patient injury or medical intervention was reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check lines and bags alarm. The reported condition was not confirmed due to lack of product sample. A batch review was not performed because lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).